Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: currently unknown. The rupture was discovered mid-surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 300cc mentor smooth round high profile saline breast implant. During a revision procedure on (B)(6) 2019, the surgeon noticed that the pre-existing left-sided implant was deflated. Within that same procedure, the surgeon removed the device and replaced with a like device (serial number (B)(4)).